Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the ventricular lead exhibited noise. The ventricular lead was capped. The date of the revision procedure was not reported. The patient was discharged post procedure.

Event description:
New information received noted that the right ventricular lead exhibited intermittent capture. The right ventricular lead was capped and replaced on (B)(6) 2020.